Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle and there were no obvious deviations in reprocessing. The inspection method for the event is described as follows in the instructions for use "chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the function in combination with related equipment". "[Inspection of endoscope] 9. Visually check that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] when using the air/water button 1. Check that water flows over the entire endoscopic image when the air/water button hole is blocked with a finger and the button is pressed." Olympus will continue to monitor field performance for this device.

Event description:
The distributor reported to olympus, the air/water flow system on the evis lucera gastrointestinal videoscope had air/water flow issues. During testing and inspection of the returned device, the nozzle was clogged with foreign matter, which had been attributed to insufficient cleaning. There were no reports of patient harm or impact associated with the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
(B)(4). The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The investigation revealed: due to a pinhole on ch-tube, water tightness was lost, the nozzle had foreign material, due to wear of angle wire, bending angle in up direction did not meet the standard value, adhesive around objective lens was peeled, lock engagement lever knob had a chip, paint on suction-cylinder was peeled, paint on air/water-cylinder was peeled, the suction -cylinder was shaved, adhesive on bending section cover had a chip, and due to wear of angle wire, the play of up/down knob was out of the standard value. Additionally, scratches were found over the device¿s components. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.